Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 176mg/dl. The caller stated that the device was scanned when he went into the court house. Troubleshooting was performed. Assisted the customer to run a displacement test and the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to unlocked lcd connector. Unable to confirm motor error alarm due to unresponsive buttons. Motor was tested outside the device and passed. Missing end cap sticker noted during visual inspection.